Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Surgeon emailed rep and stated he had a leak. He had the patient drink blue colored water and it immediately came thru the jp drain. Rep talked to him and he does not know if it is the circular stapler or the echelon stapler. He believes the leak is at the pouch or at the gj. He is not taking the patient back to surgery, presently he is going to monitor the patient to see if it will heal on its own. The leak was detected today and the patient had surgery yesterday, a laparoscopic gastric bypass a post- op (B)(6) leak. He did do a leak test in surgery and there was no leak. Only variable is the use of a different buttress material.

Event description:
It was reported that the device was used during a laparoscopic gastric bypass. The surgeon paged the rep and advise he had the patient drink blue colored water and it immediate came through the jp drain. Post op (B)(6) leak: monitoring patient at this time. Leak test was performed during the procedure with no issues. No surgical intervention has been performed at the time of this report. Device was discarded.